Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 23.3mmol/l, with extreme drowsiness, nausea, and moderate ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal history did not match the active basal program settings. While on the phone, the basal history was reviewed and showed zero unit basal rates for the previous days with no suspensions or discontinuing of the pump. The date of the pump was also incorrect. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.